Event description:
Calcium gluconate replacement infusion hung by night rn. Upon day shift, the primary rn assessment of patient and equipment noted that the primary tubing chamber overfilled past the tape. Infusion that should have gone over 2 hours had infused in much less time (container was empty). The infusion was running at 60ml/ hour. Calcium was timed, dated, and signed. This is a recurring problem at the hospital, we have had approximately 15 cases since we have begun to monitor the levels of fluid when infusing with this particular IV set.